Event description:
Related manufacturer reference number: 2017865-2022-44873. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high pacing impedance on the right ventricular (rv) lead and on both the rv and pacemaker loss of capture was noted. The physician elected to explant and replace the rv lead and pacemaker. The patient was recovering after the procedure.

Manufacturer narrative:
Correction: product not returning.